Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent. Lawyer-filed report- (B)(4).

Event description:
Related to MFR report # 2183959-2013-00108. It was reported that the plaintiff was implanted with a miniarc precise sling on (B)(6) 2011. It was reported that the plaintiff experienced an emotional distress and a problem with the product.